Event description:
Per the clinic, the patient experienced a lack of osseointegration (date note reported) resulting in fixture loss. The device is currently unavailable for evaluation as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2013. This report is filed october 28, 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.